Event description:
Terumo medical received a user facility medwatch report from texoma medical center regarding a terumo radifoucs glidewire. The event description states: "surgeon used metal entry needle when using radifocus glidewire and hydrophilic coating sheered off inside patient and had to be removed." Additional information was received on 06may2021. The procedure being performed for the patient at the time the issue occurred was a hd catheter placement. The sheered coating occurred in the right lower lobar pulmonary arterial branch. The removal of coating was retrieved through surgical intervention. The patient's condition was stable. Additional information was received on 11may2021. The estimated blood loss was 10 ml with placement of hemodialysis catheter; there was none with retrieval. The fragment of glidewire had to be retrieved and was retrieved. A metal entry needle was used with the glidewire.